Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and receiver occurred. No additional patient or event information is available. No product was returned for investigation. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of pairing failed. A root cause could not be determined.